Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reports front teeth show fine cracks when exposed to light, specifically the right front tooth (two visible cracks on each side), while the left front tooth has one noticeable crack. Not seeing the expected movement in the teeth in over two weeks. The delay in movement of teeth, combined with the appearance of the cracks, has made the patient question the safety and whether to continue the treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.